Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited high capture and impedance. The lead was reprogrammed. The patient experienced no consequences.